Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No motor error or excessive no delivery alarm was noted. The motor passed motor test. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, motor error and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 470 mg/dl. The customer treated with manual injection. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the pump was not exposed to a strong magnetic field or MRI. The customer stated that they were able to rewind. The customer stated that they were able to rewind. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.